Manufacturer narrative:
(B)(4). Date sent: 9/24/2020. Investigation summary: the analysis results found that the harh45 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package and the tyvek had a rupture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). Batch: #t95308. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, before being used on the patient, the device package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.